Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information from olympus china, it was probable that the endoscopic image was no longer displayed due to the failure of the ccd unit, which might be caused by the aging degradation because approximately ten years had passed since the subject device was manufactured. In addition, it was presumed that the noise was generated because image signal communication could not be transmitted to the video processor due to the failure (partial disconnection) of the camera cable, which might be caused by the aging degradation or the user¿s handling because approximately ten years had passed since the subject device was manufactured. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported no image was duplicated due to the failure of the ccd unit, and found that the endoscopic image flickered and the horizontal noise was appeared on the endoscopic image due to the failure of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a laparoscopic surgery with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.